Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.

Event description:
During the initial implant procedure, the device was connected to the lead and no capture threshold was observed. A new device was selected to resolve the event. The patient was in stable condition.